Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
Review of radiographic images found as follows: (B)(6) 2008 chest x-ray three views show normal chest film. Bony anatomy is intact about neck, shoulders and ribs. Slight scoliosis is noted apex left at about t4. Hilar bronchial thickening is suspected. Lung fields appear clear. (B)(6) 2008 lumbar lateral x-ray single lateral view shows pedicle screws in place at l5/s1. Advanced disc space collapse with vacuum disc is noted. Screws are not yet connected. (B)(6) 2008 lumbar spine series ap and lateral views show screws with plates at l5/s1 interbody spacer is seen in place with some elevation of the disc space collapse. Spanning osteophyte is seen anterior to the l5 disc.

Manufacturer narrative:
(B)(4).

Event description:
Per medical records, it was reported that on (B)(6) 2008 the patient underwent a fusion procedure in which rhbmp-2/acs, bone graft matrix, and pedicle screws, locking nuts, plates and peek cages from an unknown manufacturer were used.

Event description:
It was reported that the patient sustained unspecified injuries following the use of rhbmp-2/acs in an unspecified spinal fusion surgery. No additional information was reported.